Manufacturer narrative:
Patient reported getting some itchiness and redness when applying medical tape around the sensor. This was especially relevant when working out. Doctor stated that rash is not being caused by the sensor. There was no oozing, blisters, or scarring. Resolution: recommended getting medical advice about the rash from her doctor. No additional information is available.

Event description:
Patient contacted dexcom to report a rash.